Manufacturer narrative:
The product is not manufactured by brasseler . Confirmed by visual examination of product obtained from reporting hospital.

Event description:
A 2.7mm drill bit, twist drill standard, broke off in tibia during a right acl reconstruction. Broken portion of drill bit retrieved in its entirety.